Manufacturer narrative:
The infection had been improving without any medical intervention. Per dms the sensor is still in use. No further investigation is required.

Event description:
On feb 12th 2020, senseonics was made aware of an adverse event where user had redness, swelling and diagnosed with an infection at insertion site.